Manufacturer narrative:
Awaiting the return of the device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: [?]event[?]stuck guidewire [?]when did it occur?[?]during the procedure [?]what type of guidewire was used?[?]compatible guidewire [?]if the guidewire was a bsc device, what was the lot or j-pos number?[?][?]was a new guidewire used to continue the procedure or was the same guidewire used?[?]yes [?]was the guidewire removed as usual?[?]it was removed by force [?]did you experience any resistance while manipulating the guidewire?[?]yes [?]was the guidewire moved in and out of the catheter several times?[?]yes [?]how long was the coagulation time (act) when the stuck occurred?[?]300 [?]please describe in detail how it happened; during the procedure, when attempting to withdraw the guidewire, it could not be pulled back. The catheter itself could be removed, indicating that the guidewire was not caught in tissue. After removing the catheter, the guidewire was forcibly pulled out and removed; however, it was no longer usable. The catheter was then replaced, and the procedure was completed without further issues. In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes, physician's comment: generator used ablation[?]catheter used other used event date: 2026-4-6. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.